Manufacturer narrative:
Not possible to followup on the injury report.

Event description:
Patient received 6 ect treatments which were discontinued due to extreme high blood pressure. Many problems after treatments including: panic attacks, severe headaches, weakness on right side of body, extreme insomnia, chest pains, blurry vision, nausea, and major memory loss.